Event description:
Customer reported that the wash for the reagent probe appeared weak; there may be a carry over situation with reagents. The reflex fwd assay was giving unexpected positive reactions in the well containing anti-b; anti-a carried over into the anti-b well.

Manufacturer narrative:
A service call was made. The diluter to probe teflon tubing was replaced due to discoloration. The reagent probe wash pump replaced due to a weak (but in specification) dispense. The 3-way valve was also replaced for the reagent probe. Pipettor verification was performed and passed. Flow check for reagent probe is passed. The repair returned the instrument to operating within specification.